Event description:
Customer called to report that nylon barrier of nursing pad torn/pulled apart into small pieces. She was concerned about her baby, that what if the baby swallowed the pieces. Although, not happened. Customer stated that she has kept the suspect device for investigation if needed.